Event description:
Intera oncology received a complaint report about a patient who missed a planned refill for floxuridine on (B)(6) 2026. Their last refill of floxuridine was completed on (B)(6) 2026. The patient was admitted to an outside hospital for a sepsis workup. There was no health care professional with privileges to access the pump at the hospital. The surgeon was contacted but was out of town until monday, (b)6) 2026, and the fellow was also unavailable. No one at the clinic was able to access the pump, so transfer was not a practical option. The patient was not expected to be discharged before the weekend, creating two concerns: avoiding the pump running dry and preventing a drug overexposure, while also ensuring the refill was completed. Intera oncology medical science liaison was able to identify a provider from another site to help. The provider was contacted and confirmed he could support an interval refill since he had hospital privileges. The provider visited the site on (B)(6) 2026. The pump flow rate was 1.2. The refill with heparin saline was completed successfully. There were no issues. The next refill was scheduled for (B)(6) 2026.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Intera 3000 hepatic artery infusion pump instruction for use (IFU) states the following: "the patient must return on established refill times to prevent the pump from running dry as this can lead to thrombus formation at the catheter tip." Therefore, the patient needs to attend their scheduled refills to prevent the pump running dry. Therefore, the cause is traced to use error.